Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination was performed on the returned xxl device. The device was returned with the balloon protector in position over the balloon material. The balloon was tightly folded and had not been subjected to positive pressure. No damage or any issues were noted with the balloon material that could have contributed with the complaint incident. A visual and tactile examination identified no damage or any issues along the length of the device that could have contributed to the complaint incident. No device separation or fracturing were identified. No damage or any issues were noted with the tip or markerbands that could have contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occured. The target lesion was located in a iliac venous compression syndrome. A 16-2/5.8/120 xxl was selected. However, during unpacking, the shaft broke. The procedure was completed with another of the same device. There were no patient complications reported.

Event description:
It was reported that shaft break occured. The target lesion was located in a iliac venous compression syndrome. A 16-2/5.8/120 xxl was selected. However, during unpacking, the shaft broke. The procedure was completed with another of the same device. There were no patient complications reported.